Event description:
The customer reported the device switched off after 20 hours during a power outage. No patient impact or consequences were reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device switched off after 20 hours during a power outage. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The unit powered on and off using both battery and ac power. Device functionality testing was performed and the unit was able to obtain measurements with all the enabled parameters. The device was place in a burn-in oven for 4 hours at 35c; no errors occurred and the unit remained powered on. Internal inspection found the instrument board to connectivity board was loose at the connectivity board j12 connector. The connectivity board flex cable was found to be loose. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.